Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
(B)(4). Reason for original complaint ¿ litigation papers allege: on or about (B)(6) 2010, patient was implanted with a depuy pinnacle mom hip implant on his right side. Patient experienced severe pain, discomfort, and inflammation in his right thigh and hip area, as well as his groin. Patient also experienced episodes of a grinding and popping sensation in his right hip. On (B)(6) 2010, patient was revised, at which point, metallic debris and metallosis were noted to be present. Update (B)(4) 2015 - disc 209 pfs and medical records received. Pfs identified patient dob, height and weight. An unknown stem is now being added to address previous allegations of elevated toxic metal ions.

Event description:
In addition to what were previously alleged, ppf alleges fracture and dislocation with closed reduction. Doi: (B)(6) 2010 - dor: (B)(6) 2010 (right side).